Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the device's diagnostic report (drpt) was not provided by the customer. The asp stated that the issue was resolved by re-plugging the data acquisition (da) printed circuit board assembly (pcba). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the pressure sensor was unable to be zeroed. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was advised to check the data acquisition (da) printed circuit board assembly (pcba) and the solenoids at the customer site. This investigation is ongoing.

Manufacturer narrative:
(B)(6).